Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged the pump was rewinding without reason and vibrating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no activity related to a motor issue. No unusual vibration occurred during testing. The vibration feature functioned normally. During testing, the rewind, load and prime steps performed successfully. The complaint of vibration and a motor issue was not duplicated or confirmed during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment. A leak test verified a leak in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.